Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right side deflated after implantation. Patient suspects a slow leak, bras no longer fit/are too big. Right side is a lot smaller than the left and sags a lot more, and pain in both breasts that comes and goes. Patient also reported chronic fatigue and headaches for about 5 years now. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.